Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 52 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received 52 closed samples and 1 open sample with the needle detached from the thread and thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detaches from the thread easily even during withdrawal. It was also noticed that the needle wasn't attached to the thread in the close package.